Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 55328, was returned and analyzed. Visual inspection of the sheath showed the device was kinked at 2.37 inches proximal from the tip. Steering difficulty was observed due to the kinked and twisted shaft. In conclusion, the reported issue was confirmed. The sheath failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a kink at the distal end of the sheath was reported. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.